Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they had never felt any relief or been able to control the monitor. Manufacturer representative reported the patient was scheduled to have a lead revision last thursday (B)(6) 2017. The morning of (B)(6) they canceled the surgery due to cost reasons. It was reported that the patient was then scheduled for a surgery the thursday before this report but the patient was in the hospital for an unrelated event. They are reportedly on hold until they are well. It was also reported that the patient's programmer was lost. No further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's implant never worked and they had not been able to do anything with it. Patient met with a manufacturer representative (rep) 2 or 3 weeks prior to this report and had the device checked and found out that the device did not work. Patient wanted to replace the device the day of the report however when they didn't have their patient programmer because it had been lost, they were told it was too costly and cancelled the replacement surgery. Patient mentioned they hadn't seen their programmer since being given a walk through on how to turn off their device when they went in for an unrelated surgery at the hospital. It was reviewed with patient that if they were getting their device replaced, it would come with a new patient programmer. Additional information was received and reported a new patient programmer was ordered for patient. No further complications were reported.